Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 31g 6mm s/c u-100 relion needle hub separated during use. The following information was provided by the initial reporter: material no. 328520 batch no. 9203946. It was reported that needle hub separated in shield and shield was difficult to remove.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/1/2020. H.6. Investigation: customer returned one (1) 0.5ml insulin syringe from an open polybag from lot 9203946. Consumer reported needle hub separated and stayed inside of the shield; also stated that the needle shield was difficult to remove. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated from the barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch# 9203946. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #73004 was opened for high shield pulls. Debris was collected on the dial. Corrective action: cleaned the debris. CAPA#1630423 was initiated. H3 other text: see h.10.

Event description:
It was reported that syringe 0.5ml 31g 6mm s/c u-100 relion needle hub separated during use. The following information was provided by the initial reporter: material no. 328520 batch no. 9203946. It was reported that needle hub separated in shield and shield was difficult to remove.